Event description:
It was reported that resistance was encountered while trying to advance a pta balloon dilatation catheter to the intended treatment site in the distal sfa. The catheter was removed from the pt and upon withdrawal, the entire balloon was noted to have detached from the catheter. The snare device was used to successfully retrieve the detached balloon. Another pta balloon was used to complete the procedure without incident. There was no reported pt injury.

Manufacturer narrative:
A mfg review was conducted and there was nothing found to indicate there was a mfg related cause for this event. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfwa3820, for this failure mode. The investigation is currently underway.